Event description:
It was reported that the patient was feeling 'sluggish'. At follow-up, unable to interrogate the device, no pacing seen, and no magnet response. The device was explanted and subsequently tested out of specification consistent with the notification advisory for this model. No further patient complications were reported as a result of this event.